Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's controller displayed a backup battery fault. The system controller backup battery was exchanged but that did not resolve the fault. The system controller was then exchanged and the fault resolved. No further information was provided.

Manufacturer narrative:
Section d4: correction. Section d10, h3: additional information. Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed through the log file. A review of the downloaded log file spanned approximately 26 days ((B)(6) 2020 to (B)(6) 2020 per the timestamp). Multiple backup battery fault alarms with yellow wrench advisory were active between (B)(6) 2020 23:02:36 and (B)(6) 2020 8:45:56 due to backup battery load test failure. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active related to the backup battery in the log file. The returned hmii system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. A root cause of the reported event cannot be determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (IFU) section 8 - ¿equipment storage and care¿ and heartmate ii patient handbook section 6 - ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller, and state how to store, transport, and maintain the system controller to prevent damage such as tears and cracks . Heartmate ii IFU section 7 - ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery alarms. No further information was provided. The manufacturer is closing the file on this event.